Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03293; 0001822565-2022-03295. Medical products: item#: unknown, unknown humeral head; lot#: *unknown; item#: unknown, unknown humeral stem; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left shoulder arthroplasty approximately thirteen (13) years ago. Subsequently, the patient has experienced severe pain over the past year. Lab tests indicate elevated chromium and cobalt levels.

Event description:
It was reported that the patient has alleged that they are going to undergo a future revision procedure. However, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03293-1, 0001822565-2022-03295-1. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.